Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Blee') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal infection, vaginal discharge and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, headache, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding, psych injury, bladder / urinary prob, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: plaintiff fact sheet received - previously reported event "injury" is replaced by "pelvic pain", events - "chronic abdominal, anemia, general abnormal bleeding, psych injury, vaginal infection, vaginal discharge and headaches", reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure (ess205) (batch no. 508837-inv, 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 1993, (B)(6) 1995). Concurrent conditions included atypical hemolytic uremic syndrome, uterine fibroids, uterine bleeding, adenomyosis uteri and chronic cervicitis. Concomitant products included fluconazole (diflucan) for vaginal infection as well as eculizumab (soliris), ferrous sulfate and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 9 months 14 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("chronic abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (full hysterectomy; unilateral salpingectomy, tubal ligation, dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal infection, vaginal discharge and headache had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding, psych injury,bladder/urinary prob, headaches coils on each side- left ¿ 02, right ¿ 03. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: two small submucosal fibroids. No change from previous exam; on (B)(6) 2017: redemonstration of two hypoechoic masses in the myometrium representing submucosal and intramural fibroids. Thickened endometrium, likely due to blood within the canal. Follow up is recommended. Hyperechoic solid nodule within the left ovary, which may represent the solid component of a complex cyst or an independent solid nodule, such as a dermoid. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : vaginal discharge, abdominal pain, anemia, menorrhagia, fatigue, heavy vaginal bleeding, pelvic pain. Lot number 508837 is invalid; lot number: 622308, manufacturing date:2007/01, expiration date:2008/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure (ess205) (batch no. 508837-not valid, 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (B)(6) 1990, (B)(6) 1992, (B)(6) 1993, (B)(6) 1995). Concurrent conditions included atypical hemolytic uremic syndrome, uterine fibroids, uterine bleeding, adenomyosis uteri and chronic cervicitis. Concomitant products included fluconazole (diflucan) for vaginal infection as well as eculizumab (soliris), ferrous sulfate and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 9 months 14 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Blee"), abdominal pain ("chronic abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), headache ("headaches"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (full hysterectomy; unilateral salpingectomy, tubal ligation, dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal infection, vaginal discharge and headache had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, fatigue, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding, psych injury,bladder/urinary prob, headaches coils on each side- left ¿ 02, right ¿ 03 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: two small submucosal fibroids. No change from previous exam; on (B)(6) 2017: redemonstration of two hypoechoic masses in the myometrium representing submucosal and intramural fibroids. 2. Thickened endometrium, likely due to blood within the canal. Follow up is recommended. 3. Hyperechoic solid nodule within the left ovary, which may represent the solid component of a complex cyst or an independent solid nodule, such as a dermoid.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : vaginal discharge, abdominal pain, anemia, menorrhagia, fatigue, heavy vaginal bleeding, pelvic pain lot number 508837 is not valid. Lot number: 622308 manufacturing date:2007/01 expiration date:2008/12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- bacterial vaginosis, candidal vaginosis and post removal complication-yes. Cluster ID were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure (ess205) (batch no. 508837-inv, 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 1993, (B)(6) 1995). Concurrent conditions included atypical hemolytic uremic syndrome, uterine fibroids, uterine bleeding, adenomyosis uteri and chronic cervicitis. Concomitant products included fluconazole (diflucan) for vaginal infection as well as eculizumab (soliris), ferrous sulfate and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 9 months 14 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Blee"), abdominal pain ("chronic abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (full hysterectomy; unilateral salpingectomy, tubal ligation, dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal infection, vaginal discharge and headache had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding, psych injury,bladder/urinary prob, headaches coils on each side- left ¿ 02, right ¿ 03. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: two small submucosal fibroids. No change from previous exam; on (B)(6) 2017: redemonstration of two hypoechoic masses in the myometrium representing submucosal and intramural fibroids. 2. Thickened endometrium, likely due to blood within the canal. Follow up is recommended. 3. Hyperechoic solid nodule within the left ovary, which may represent the solid component of a complex cyst or an independent solid nodule, such as a dermoid.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : vaginal discharge, abdominal pain, anemia, menorrhagia, fatigue, heavy vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: ¿update of information (batch is not valid).¿ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure (ess205) (batch no. 508837, 622308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 1993, (B)(6) 1995). Concurrent conditions included atypical hemolytic uremic syndrome, uterine fibroids, uterine bleeding, adenomyosis uteri and chronic cervicitis. Concomitant products included fluconazole (diflucan) for vaginal infection as well as eculizumab (soliris), ferrous sulfate and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 9 months 14 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Blee"), abdominal pain ("chronic abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (full hysterectomy; unilateral salpingectomy, tubal ligation, dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal infection, vaginal discharge and headache had resolved and the pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, received treatment for bleeding, psych injury,bladder/urinary prob, headaches coils on each side- left ¿ 02, right ¿ 03 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2016: two small submucosal fibroids. No change from previous exam; on (B)(6) 2017: redemonstration of two hypoechoic masses in the myometrium representing submucosal and intramural fibroids. 2. Thickened endometrium, likely due to blood within the canal. Follow up is recommended. 3. Hyperechoic solid nodule within the left ovary, which may represent the solid component of a complex cyst or an independent solid nodule, such as a dermoid.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : vaginal discharge, abdominal pain, anemia, menorrhagia, fatigue, heavy vaginal bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet and medical records received : lot number added. Reporter information updated. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, fatigue, pregnancy with contraceptive device, device ineffective, device monitoring procedure not performed.severity of pelvic pain updated. Event onset dates updated. Medical history and concomitant products added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.